Manufacturer narrative:
E1: initial reporter phone #: (B)(6). E1: initial reporter fax #: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® 9nc 0.109m plus blood collection tubes, one (1) tube underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 1 photograph from the customer in support of this complaint, showing underfill. A total of 20 retained samples underwent functional tests for draw volume and it was determined that all tubes were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® 9nc 0.109m plus blood collection tubes, one (1) tube underfilled. No adverse impact was reported regarding the patient or user.